Manufacturer narrative:
Postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " experienced about 5 cases in 10 years." Device status is unknown.

Event description:
Healthcare professional reported rupture " experienced about 5 cases in 10 years."